Event description:
Customer reports obtaining results of 324mg/dl, 150mg/dl, 131mg/dl, and 122mg/dl on the same device within 10 monites. No actions were taken based on any results. No adverse event reported and not treatment recieved. No strip information was provided. No quality controls were used. Requested return of suspect device and replacement was sent.